Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The reporter stated the display was frozen, and noted after rebooting the pump the display froze again. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: during evaluation of the pump, the pump powered on with a fully illuminated and clear display screen. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.